Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 137 mg/dl, 319 mg/dl, 129 mg/dl, and 394 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter stated that he self-treated with 2 units of insulin after obtaining the results. No other actions were reported taken, or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.